Manufacturer narrative:
Device received with unexpected battery power loss and battery issues. Device had high sleep current due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that insulin pump had replace battery alert and low battery alert. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that new battery did not resolve the issue. The device will be returned for analysis.